Event description:
The torque limiter imbeds itself into patient's head. No patient injury and no delay in surgery. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 10 may 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the complaint was not confirmed and no issues were observed with respect to the returned unit. It passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure the unit will function properly. The DHR review has been deemed satisfactory. Date of manufacture: sep 30 2005. No prior service history. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary we were unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2005 with no prior service history.